Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care provider via a manufacturing representative reported a patient's spinal cord stimulation was removed because they needed to undergo an operation to stabilize their spine. During the operation, the patient was placed in a prone positions and the implantable neurostimulator (ins) was removed from the abdominal region. The hcp pulled out the leads and the anchors were still fixated to the supraspinous ligament in the patient's back. The leads appeared to be tightly fixated by the anchors. The anchors were removed and the patient was checked using fluoroscopic guidance to make sure the device was removed. The patient then had their operation to stabilize their spine.